Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 508 mg/dl. The customer had symptoms of a little nauseated and treated with the insulin pump. Customer stated the insulin pump was working however it would not synchronize. Customer also mentioned that he had some tape not sticking every now and then on his infusion site. Customer could connect his meter to his pump successfully. The customer was advised to monitor his blood glucose and contact his health care professional.